Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is presumed that the phenomenon occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite video system center had no image output, and the panel would not light up even when the power was turned on. There was no patient harm associated with the event. This report is being submitted for the image malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the no-image issue was due to a failed printed circuit board. Additional findings include: the front panel would not light up due to a printed circuit board failure. There was a battery consumption issue. The rear panel was deformed. There was dust found accumulated on the inside of the main unit. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.